Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to pain and rom issues. Surgeon performed a debridement of scar tissue and revised a 4x11 ts insert for another 4x11 ts insert. Rep confirmed there are no allegations against the revised insert, and reported that no further information will be available.